Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Legal counsel reports patient allegations of pain. Subsequently, patient was revised on (B)(6) 2012 on the left side and (B)(6) 2012 on the right side. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2012 was due to pain, elevated metal ion levels, and MRI evidence of fluid. The patient¿s operative report noted fluid and bone loss. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2012 was due to pain and fluid. The patient¿s operative report noted clear fluid and bone loss. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Legal counsel reports patient allegations of pain. Subsequently, patient was revised on (B)(6) 2012 on the left side and (B)(6) 2012 on the right side. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2012 was due to pain, elevated metal ion levels, and MRI evidence of fluid. The patient's operative report noted fluid and bone loss. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2012 was due to pain and fluid. The patient's operative report noted clear fluid and bone loss. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient records indicates patient noted groin pain and catching/locking sensation. Additional information received noted that on (B)(6) 2012 and (B)(6) 2013 patient's blood was tested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-03131 / 03132 and 05586 / 05587).